Event description:
It was reported the fiber was damaged at the first use. After product inspection it was discovered that it was broken/burst. No patient injuries were reported.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in one piece. Microscopic inspection of the tip indicated it had normal degradation. Visual inspection of the fiber body did not exhibit any breaks and the fiber connector exhibited black spots on the face in addition to some burn marks. The fiber was functionally tested, and the aiming beam was dim. With all the available information, boston scientific concludes that the reported observation of fiber break was not confirmed as visual examination did not identified any break within the fiber. Black spots and burn marks were noticed in the device. The device met all manufacturing specifications; therefore, the black spots are unlikely related to manufacturing. It is possible that the prolong use of the device in addition with the contaminants found on the connector face caused the burn marks. Based on these observations, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported during a procedure, the fiber popped, was broken and had black spots. The procedure was completed with a second fiber. There were no patient complications.

Event description:
It was reported during a procedure, the fiber popped and was broken. The procedure was completed with a second fiber. There were no patient complications.

Event description:
It was reported during a procedure, the fiber popped, was broken and had black spots. The procedure was completed with a second fiber. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in one piece. Microscopic inspection of the tip indicated it had normal degradation. Visual inspection of the fiber body did not exhibit any breaks and the fiber connector exhibited black spots on the face in addition to some burn marks. The fiber was functionally tested, and the aiming beam was dim. With all the available information, boston scientific concludes that the reported observation of fiber break was not confirmed as visual examination did not identified any break within the fiber. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria. Black spots and burn marks were noticed in the device. The device met all manufacturing specifications; therefore, the black spots are unlikely related to manufacturing. It is possible that the prolong use of the device in addition with the contaminants found on the connector face caused the burn marks. Based on these observations, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in one piece. Microscopic inspection of the tip indicated it had normal degradation. Visual inspection of the fiber body did not exhibit any breaks and the fiber connector exhibited black spots on the face in addition to some burn marks. The fiber was functionally tested, and the aiming beam was dim. With all the available information, boston scientific concludes that the reported observation of fiber break was not confirmed as visual examination did not identified any break within the fiber. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria. Black spots and burn marks were noticed in the device. The device met all manufacturing specifications; therefore, the black spots are unlikely related to manufacturing. It is possible that the prolong use of the device in addition with the contaminants found on the connector face caused the burn marks. Based on these observations, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported during a procedure, the fiber popped, was broken and had black spots. The procedure was completed with a second fiber. There were no patient complications.